Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on the evening of (B)(6) 2013. The patient obtained a blood glucose result of ¿489 mg/dl¿ with the subject meter. The patient manages his diabetes with novolog insulin (3x daily) and lantus insulin (2x daily). Based on the alleged result, the patient administered self an increased dose of novolog insulin. About 30 minutes later, the patient claimed he felt symptoms of sweating and ¿almost passed out.¿ the patient¿s wife tested his blood glucose with another device and reportedly obtained a result of ¿38 mg/dl.¿ the patient took glucose tablets as treatment and felt better a couple hours after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.